Manufacturer narrative:
Age at time of event: 18 years or older.device is a combination product.(B)(4).

Event description:
It was reported that shaft fracture occurred. The 80% stenosed, 32mx2.9mm target lesion was located in the severely tortuous and severely calcified left main coronary artery (lmca). A 3.00x32mm promus element drug eluting stent was advanced to treat the lesion. However, during the procedure, the stent delivery shaft was fractured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.